Event description:
A pt reported blood glucose results of "173, 153, 123, and 114 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer care presentative walked the pt through two blood glucose tests and obtained results of 119 mg/dl and 121 mg/dl. The meter, test strips, and control solution are being replaced.